Event description:
It was reported that this system with a right atrial (ra) lead and a cardiac resynchronization therapy defibrillator (crt-d) triggered two signal artifact monitor alerts due to a confirmed ra lead conductor fracture. The ra lead pacing impedances were observed high, out of range and also oversensed noisy signals were observed. Several device features were reprogrammed. The system remains in service and the lead is expected to be replaced in a couple of months. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a right atrial (ra) lead and a cardiac resynchronization therapy defibrillator (crt-d) triggered two signal artifact monitor alerts due to a confirmed ra lead conductor fracture. The ra lead pacing impedances were observed high, out of range and also oversensed noisy signals were observed. Several device features were reprogrammed. Crt-d remains implanted and the ra lead was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned in two segments and a segment of the lead may be missing. The inner coil was stretched and there was dried blood/tissue within the lumen. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 56 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of noisy signals, oversensing, pacing impedance high out of range, and conductor fracture were likely caused by the confirmed fracture.this investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a right atrial (ra) lead and a cardiac resynchronization therapy defibrillator (crt-d) triggered two signal artifact monitor alerts due to a confirmed ra lead conductor fracture. The ra lead pacing impedances were observed high, out of range and also oversensed noisy signals were observed. Several device features were reprogrammed. Crt-d remains implanted and the ra lead was replaced with a new lead. No additional adverse patient effects were reported.